Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter was issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers on december 8, 2017 to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
The customer stated patient results were less than linearity for multiple analytes including cholesterol, total protein, hdl, phosphorus and calcium on the architect c8000 system. None of the results were reported out of the laboratory. Samples were retested and results were within range. No adverse impact to patient management was reported. Field service was requested by the customer. Service identified that all results below assay linearity were generated in 2 particular cuvette segments. The segments were inspected and it was noted that 3 segments had posts which were disconnected from the base and the cuvettes had dropped down. The 3 damaged segments were replaced and cuvette wash procedure was performed.